Event description:
It was reported that the burr became stuck on the rotawire. A 330cm rotawire and a rotaburr were selected for use. During the procedure, it was noted that the burr did not move because of the rotawire. Consequently, the physician had to completely remove the system from the patient. Furthermore, the rotawire was located in the input of the burr; so, the wire was cut with a scissor to completely remove from the burr and advancer. The procedure was completed with a new rotawire. No patient complications were reported.